Manufacturer narrative:
Sunrise medical's account manager, (B)(4) contacted the dealer on 6/12/2019 to follow up on this incident. (B)(4) stated the police report was available and it reported that the woman in the wheelchair was crossing the street at a cross walk when someone in a (B)(6) truck struck her. The police cited the driver for being at fault for the accident. There was no allegation of malfunction or defect made against the wheelchair that may have caused or contributed to the accident. (B)(4) also stated that the woman was injured and is in the hospital; however the injuries sustained and the treatment received for the injuries are unknown. Sunrise medical considers this incident as accidental and no further investigation will be performed.

Event description:
On 6/5/2019 a (B)(4) dealer called in stating that on (B)(6) 2019 a power wheelchair was hit by a car while the end user was in the wheelchair. The dealer states the end user was injured and sought medical attention. However, there was no other information available regarding the end user's condition and the incident that the dealer could provide at that time.